Event description:
This is filed to report during deployment the lock line getting stuck, the clip opening and being unable to close resulting in the clip getting stuck in the anatomy requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds) was inserted and advanced into the anatomy; however during deployment the lock line became stuck in the dc handle and was unable to be removed. During troubleshooting it was noted that the clip had jumped opened. The clip was inverted and retracted to the left atrium (la) where it was noted the clip could not completely close. The clip was positioned as close to the steerable guide catheter (sgc) and retracted into the right atrium where the clip became stuck in the wall of the inferior vena cava just beneath the eustachian valve. Troubleshooting was performed but the clip was unable to be freed therefore the clip was deployed in the inferior vena cava and remained stable. Two additional clips were implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty to remove the lock line. The reported clip jumping and clip opened while locked appear to be due to troubleshooting maneuvers of the difficulty to remove the lock line. A cause for the inability to close the clip cannot be determined. The entrapment of device (clip became stuck in the in the wall) appears to be due to the inability to close the clip. The reported patient effect of foreign body in patient was due to the entrapment of device. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).